Event description:
It was reported that the left ventricular [lv] lead had high threshold measurements and the thresholds had reached maximum output. It was also reported that when the lv lead was initially implanted, the threshold measurements were high as placement of the lv lead had been difficult because of the patient's tortuous anatomy. The lv lead was explanted and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the distal conductor had blood/body fluid (not obstructed), and there was apparent explant damage.